Event description:
It was reported that a patient underwent a distal gastrectomy and right hemicolectomy on an unknown date and a drain was used. Post operative, bile was found in the reservoir. The patient was returned to surgery. It was noted that the tip of the drain was around the bladder and a hole was found in the bladder.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:j1359486, j1349670, j1349674, j1349672, j1349669, j1349664, j1349668, j1349670, j1349672

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1359486, mfg. Date 2013-03, exp. Date 2018-03. Batch # j1349670, mfg. Date 2013-05, exp. Date 2018-05. Batch # j1349674, mfg. Date 2013-05, exp. Date 2018-05. Batch # j1349672, mfg. Date 2013-05, exp. Date 2018-05. Batch # j1349669, mfg. Date 2013-05, exp. Date 2018-05. Batch # j1349664, mfg. Date 2013-02, exp. Date 2018-02. Batch # j1349668, mfg. Date 2013-05, exp. Date 2018-05. Batch # j1349670, mfg. Date 2013-05, exp. Date 2018-05. Batch # j1349672, mfg. Date 2013-05, exp. Date 2018-05. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.